Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range pacing impedance measurement on the right atrial (ra) lead. Additionally, the patient experienced muscle stimulation around the generator site and in the abdominal area. A thorough examination found that the generator site stimulation was due to the right atrial automatic threshold (raat) test. An x-ray revealed that the right ventricular (rv) lead was positioned near the diaphragm, which the health care professional (hcp) considered to be the source of the abdominal stimulation, as it was reproducible with the ventricular output at 2.5v. Further programming changes caused the patient discomfort. Subsequently, the pacing and output settings were left unchanged; however, the upper limit for pacing impedance was increased. The system was switched back to the bipolar configuration, and it was noted that the patient will continue to be monitored. No additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.